Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The procedure treated the 3.0x36mm target lesion located in the ostium of the mildly calcified left circumflex artery. There was no vessel tortuousity. After pre-dilation with a 2.5x20mm apex balloon, a 3.0x38mm promus element stent was advanced and deployed. Post dilation was performed with a 3.5x20mm non-bsc nc balloon inflated to 20 atms and the stent fractured from the middle to the proximal segments. The physician then implanted "another 3.0x20mm promus element stent to cover the fracture". No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).